Manufacturer narrative:
The device was returned for evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is lifted with metal exposed. The distal end of the device was inspected under a microscope and found the probe tip unit has evidence of charred marks. The distal end was activated and observed energy flowing properly. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation the user¿s complaint was not able to duplicated as there was no signs of a short circuit error. Based on similar complaints, the cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed during total laparoscopic hysterectomy (thl) procedure the thunderbeat handpiece displayed a short circuit error. There were no report of patient injury. The intended procedure was completed using a similar device.